Event description:
A nurse reported that the surgeons are experiencing blue or white fibers retained in the eye, noted postoperatively, in an unk quantity of pt eye surgery procedures. There are no product samples available for eval as per the reporter. The nurse informed that it is unk if there were any expected pt consequences as a result of the reported event. Add'l info was requested for this report. No updates have been received upon repeated follow attempts with the reporter.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the second complaint reported for this issue. The custom pak lot specific to this event is not known; therefore, lot history and the device history record review were not possible. The root cause of the customer's complaint is not known; a sample was not returned for investigation. After reviewing the bill of materials potential sources for lint in this pack include the blue cloth towels and the sponge gauze. Although it cannot be determined the gauze is the exact cause of the white fiber/lint it is recommended that the customer contact their account manager regarding placing the gauze in a peel pouch or baggie ot prevent lint contamination within the pack as fibers/lint are an inherent part of cotton products like gauze. The customer should also consider changing to a synthetic towel in place of the blue cloth towel currently in the packs. (B)(4).